Event description:
A customer reported that ophthalmic cutting knives were found to be blunt. The scheduled surgery was cataract [with intraocular lens (iol) implant]. The details of the patient impact have not been reported. Additional information has been requested and none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three opened ophthalmic knives were received for the report of blunt knives. Sample 1 was visually inspected and found to be nonconforming with bent tip and damaged cutting edge. Functional penetration testing could not be performed due to the damage of sample 1. Samples 2 and 3 were visually inspected and both were found to be conforming. Functional penetration testing was then performed, both samples 2 and 3 were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The returned opened sample 1 is visually non-conforming with a bent tip and damaged cutting edge. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of blunt knives. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The returned opened samples 2 and 3 were found to be visually and functionally conforming, therefore blunt knives as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Samples 2 and 3 met specifications and as the root cause and its origin are inconclusive for sample 1, further investigative or manufacturing actions are not warranted at this time. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer's products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).